Manufacturer narrative:
The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device cut but did not staple. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). (B)(6). Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction of the bowel? What color reload? Blue. On what tissue type was the device used? Colon. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) used the covidien purse string device. Was the spike of the trocar inserted through bowel lateral or through the staple line? Lateral to staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Heard the click. When the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Surgeon reports hearing the crunch, tech reports confirmation of cutting washer fired through. I could not confirm myself. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Surgeon said there were no staples just a cut line is there any other additional information you would like to share about this device, procedure, patient or physician? Surgeon is a very accomplished advanced mis/and advanced open surgeon. He said he'd never seen anything like it in 30 years. What were the indications for surgery? What was found? Diverticulosis. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. What are the patients age and sex? Fifty + male. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.